Event description:
Caller reported a malfunction on pump with malfunction code 6, but no notable events occurred prior to this. Impact on customer's blood glucose level remained unknown as information was not provided. Technical support assisted caller in resetting pump, which resolved the issue as the malfunction code did not recur. Caller was instructed to call back if any further issues arise and acknowledged understanding.